Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with proglide devices was attempted in the right femoral vein via a 6fr sheath using the pre-close technique prior to a cryoablation procedure. Reportedly, the sutures of the first proglide device were placed successfully. When harvesting the sutures of the second and third proglide device, they pulled out of the artery. The sheath was upsized to a 14fr and the procedure was completed. The sutures of the first proglide device were removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.